Event description:
The pt had a left internal jugular infuse-a-port placed. Approximately five months later, the pt began having swelling in the neck. This was thought to be due to a leak in the port itself. The pt was taken to surgery and the port was removed. After speaking with the md, he did state there had been recent difficulty with flushing the line. The pt then presented with neck swelling. The md believes there is a crack in the catheter portion of the power port. The device has been retained in risk management.